Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connectors on the smart switch and power relay boards were reseated, and the power plug was reterminated to the power cable. The system was then found to be operating as intended.

Event description:
The customer reported that the system kept shutting down without command. An alternate system was required to complete the case. There is no report of pt injury associated with this event.